Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: visual inspection revealed that the battery compartment was cracked near the top, above the bumper pad, and below the bumper pad. The returned battery cap threads were found to be stripped. A test battery cap was able to be fully secured to the pump and was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.